Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found multiple hyptotube kinks along the catheter length. A visual examination of the crimped stent found slight stent damage on the distal end. The balloon was tightly wrapped and was not subjected to positive pressure. No damage was noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19may2016. It was reported that crossing difficulties were encountered. The diffused target lesion was located in the highly tortuous and calcified left circumflex artery (lcx). A 2.50x28mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was complete with a different device. Patient's status was stable. However, returned device analysis revealed distal stent damage.